Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA.  Upon further investigation of the reported event, the following information is new and/or changed: d10 (additional device information - updated lot number). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information) . H6 (identification of evaluation codes 4114, 3259, 4307). Method code #1: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned; however, the photo provided showed the sampling pigtail line leaking. The lot number was not provided; therefore, a retention sample was not able to be evaluated. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the reservoir and its components during shipping. It is likely that the pigtail was damaged by a shock force at some point during the handling of the product, however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime a leak was noted. No patient involvement. The product was changed out. Procedure was completed successfully.